Event description:
It was reported that the zimmer electric dermatome had stopped working. It was noted that when the device was shaken, it would work again. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning may 31, 2012, (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/29/2003 and was last repaired on (B)(4) 2007 for a non-related issue. Evaluation of the device observed that the device did not operate and the power switch was observed to be a non-zimmer part and a sheath was covering the wires and terminals, indicating that the customer attempted repair of the device. Minor wear along the leading edge of the head and wear to the reciprocating arm was observed. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left side and the side to side thickness setting. The device was also out of calibration at the 0.0200" thickness setting on the right side. In post-repair, corrosion of the exterior motor casing was observed. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization most likely allowed moisture to enter the handpiece. Altering of the device by the customer likely contributed to the reported event. Lack of preventative maintenance and improper handling likely caused the lack of calibration of the device. The device was serviced and returned to the customer.